Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 465 mg/dl. He treated his high blood glucose level with an insulin shot. The bolus history did not display all the entries based on their recollection and the date was incorrect. The insulin pump alarmed no delivery two days ago. The self-test passed. The device was not returned.